Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not register close due to position sensor not seated properly. A field service engineer reseated sensor assembly to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer did not open, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.